Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer full height 5 was not detected on the bus and found drawer connections slightly lose. A field service engineer reconnected all the drawer connections to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.